Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. Pt said they were able to get their ins charged since their last call. Had pt try to connect with their patient programmer and they saw the poor communication screen and when they connected with the insr they saw the reposition antenna screen. Pt said the battery looked to be 75% full when they connected with the insr however, when they pushed the green button to recharge, they saw the reposition antenna screen and no boxes at the bottom of the screen. Pss reviewed MRI mode and MRI eligibility form and redirected the pt back to their hcp/rep for further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was not able to communicate with the ins and hadn't recharged or used the ins in about 2 months because the ins had not been helping with the pain. The patient was redirected to their healthcare provider (hcp) to address the possible over-discharge. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2019. The rep reported that the patient¿s ins was over-discharged. Communication could not be established with external devices. Physician mode recharge (prm) information was reviewed and the rep was to follow up with the patient. Additional information was received from an hcp on 2019-04-08. The hcp reported that the cause of the ins no longer helping the pain was that the battery was dead. The hcp set up a battery replacement and the patient needed to be seen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had not used their device for quite a while now. Patient stated it was not providing him relief and so he had not charged the device for 6 months now. No further complications were reported/anticipated.